Event description:
The pt was revised because the liner disassociated from a series 300 cup. The anti-rotation fins have broken off and it is discolored every place where it touched metal. The pt was skiing when the liner disassociated from the cup.